Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca) of the left circumflex artery (lcx). Following predilatation with 2.0 nc balloon, a 2.50 x 28 mm synergy drug eluting stent was deployed. Post dilatation, a flow was limited dissection occurred at the at proximal edge of the stent. The patient had a chest pain related to the dissection. Another stent was deployed to cover the dissection and completed successfully the procedure. There were no further patient complications, the patient was stable and fully recovered post procedure.